Manufacturer narrative:
The stent will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, the 3.5x12mm xience skypoint stent was successfully implanted to treat the ostium of the circumflex artery. On (B)(6) 2021, the patient returned for a procedure to treat the left anterior descending (lad) coronary artery. During the advancement of an unspecified guidewire to the target lesion, the guide wire became stuck underneath the skypoint stent. When attempting to pull out the guide wire without excessive force, the stent was removed [explanted] from the anatomy with the guide wire. The procedure for the lad continued. There was no further treatment for the circumflex artery. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the previously implanted stent causing the reported difficulty to advance and subsequent device damaged by another. There is no indication of a product quality issue with respect to manufacture, design or labeling.